Event description:
It was reported by the patient's father that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2026. The patient's blood glucose level rose to approximately 490 mg/dl while wearing the pod on the leg between 5 and 24 hours. The patient's father reported that the cannula had become dislodged during wear, although the exact timing and cause of the dislodgement were unknown. The adhesive was observed to have partially lifted near the insertion site, and insulin was reported to have leaked externally. The patient subsequently developed severe hyperglycemia and a reported ketone level of 5.0 mmol/l, accompanied by nausea, vomiting, extreme fatigue, lethargy, and altered speech, with the patient reportedly appearing very unwell and "speaking as if intoxicated". A concurrent pod and cgm communication issue was also reported, as sensor glucose data was no longer being transmitted correctly, which may have reportedly delayed recognition of the insulin delivery interruption. The affected pod was removed at home and replaced with a new pod prior to seeking medical care. Due to the severity of the symptoms, emergency medical assistance was requested, and the patient was transported to (B)(6) hospital, hamburg, on (B)(6) 2026. The patient was diagnosed with diabetic ketoacidosis (dka) and received treatment consisting of intravenous fluid therapy (saline infusion) and insulin administered by pen injection. Following treatment, the patient's condition improved, and the patient was discharged from the hospital on (B)(6) 2026 after a one-day admission.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.